Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial number: (B)(4)) revealed that the battery was at normal end of life and telemetry and output were okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the patient was admitted to the hospital for replacement after the implant reached elective replacement indicator (eri). Prior to surgery, the device was interrogated which showed impedances on c3, c3, c3, c3, c11, c11, c11, c11 were greater than 40,000 ohms. The patient was not actively programmed on these contacts. The implant was replaced and another impedance test performed which showed all results within normal range, resolving the issue. As the patient was not actively programmed on these electrodes they did not experience any therapy issues. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.